Manufacturer narrative:
(B)(4).

Event description:
Customer called on (B)(6) 2011 reporting of multiple qc failures following maintenance on a unicel dxc 800 synchron system. Customer stated that while troubleshooting the issue, customer found reagent probe a and b as well as the reagent syringe assembly leaking. Customer also reported finding fluid on the drip tray by the cartridge chemistry (cc) reagent probes which traveled toward the sample mixer. Customer technical support (cts) directed the customer to check the modular chemistry (mc) side as well as the mc and cc sample syringe assembly but no leaks were found. However, customer stated that the there was liquid around the cc reagent syringe assembly. No patient results were affected as a result of the leak and no injury or exposure attributed to this event was also reported. Field service engineer (fse) was dispatched and had removed all reagents from the top carousel. Fse loaded fresh reagents and calibration and qc on top carousel chemistries were then performed. Fse tested reagent fluidics but could not recreate the leak. No parts were replaced and no repairs performed.